Event description:
It was reported that the right ventricular (rv) lead had intermittent failure to sense r waves resulting in functional loss of capture due to pacing within the v relative refractory period. It was also noted that the r waves were varying greatly. The physician reported that the patient had fallen but was unsure if it was related to the device function. The device was reprogrammed and the lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: addrl1 implantable pulse generator (B)(6) 2011. (B)(4).